Event description:
It was reported that stent dislodgement outside the patient occurred. The target lesion was located in the distal right coronary artery. A 2.50 x 28 synergy¿ drug eluting stent was advanced to treat the lesion. The physician believed she had implanted the stent in the target lesion but there was no stent on the balloon because it was decrimped and was stuck to the plastic cover and mandrel. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).